Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with axial scratches on most of the shaft of the screw. The scratches are concentrated near the threads at the end, and under the head. The threads and hex feature have dents on the edges. Measurable dimensions and material properties were found within specification. Product development evaluation concluded instruments showed signs of light wear/abuse where the aiming arm coupled to insertion handle. The coupling is assembled properly. Product worked as intended. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a manufacturing perspective.

Event description:
It was reported that during an antegrade femoral nail procedure, the aiming arm assembly did not align with the hole in the nail. The surgeon had to insert the screw manually by drilling freehand. He was able to complete the procedure. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)